Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that no image would be produced when using olympus series 180 scopes with the olympus cv-190. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information and investigation results of similar reported complaints, the legal manufacturer determined the likely cause of the reported problem was failure of the dr board operational amplifier circuit.